Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Reportedly, the patient has a metal allergy to everything but gold. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an erosion and infection. The patient was treated with intravenous antibiotics. Reportedly, the patient has a metal allergy to everything but gold. The patient has no custom devices. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead remain in service. Additional information received from the field representative indicates that allergic reaction was not confirmed. Only a pocket revision was performed and nothing was removed. Furthermore, additional information indicates that the device was explanted due to erosion while there was manual partial extraction of the rv lead. The coil and distal tip remain in the left subclavian and was unable to be fully extracted. The partial lead and can was sent to the lab for cultures. No additional adverse patient effects were reported.